Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon was tightly folded. The rapid port exchange (rpe) was torn just enough to separate the inflation lumen and the guidewire lumen. The distance of the tear is outside the bond of the inflation lumen and guidewire lumen which indicates the device would leak upon inflation. Product analysis confirmed the reported burst, as there was a tear in the rapid port exchange which extended through both lumens and would cause a leak upon device inflation.

Event description:
It was reported that balloon rupture occurred. The patient was presented with chest pain and percutaneous coronary intervention was performed. The 90% stenosed, 3.5x25, concentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. It was further reported that the balloon ruptured on the second inflation for 5 seconds.

Event description:
It was reported that balloon rupture occurred. The patient was presented with chest pain and percutaneous coronary intervention was performed. The 90% stenosed, 3.5x25, concentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. It was further reported that the balloon ruptured on the second inflation for 5 seconds.

Manufacturer narrative:
(E1) (B)(6).

Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was presented with chest pain and percutaneous coronary intervention was performed. The 90% stenosed, 3.5x25, concentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.